Event description:
As initially reported by other health care professional on behalf of the consumer stated that after wearing contact lenses the consumer has experienced eye pain, red eyes and was diagnosed with corneal ulcer as a result the consumer has discontinued the use of the lenses and was prescribed with an unspecified medication. The current status of the consumer¿s eye was symptoms improving at the time of this report. Additional information has been requested but not yet received.

Manufacturer narrative:
H.3, h.6: the complaint sample has not returned for evaluation, the lot number is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
B5, d3,d4, d10, g1, h6, h11, additional new information has been received and updated. The manufacturer internal reference number is: (B)(4). Mfg site registration has been changed while the mfg report number remains same.

Event description:
Additional new follow up information received from healthcare professional, that consumer experienced discomfort, irritation, watery, sore in the left eye and diagnosed with marginal type of corneal ulcer. The patient has been prescribed moxifloxacin hydrochloride ophthalmic eye drops to be administered in the left eye, four times daily, for a duration of ten days. The current status of the consumer¿s eye was symptoms resolved at the time of this report. No additional information has been available during this report.

Manufacturer narrative:
H.3, h.6: the actual complaint product was not returned for evaluation. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. A trend related investigation was performed, no trend could be identified. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).